Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (plad) artery with moderate calcification and moderate tortuosity. The 4.00x8mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation; however, a rupture occurred during the first inflation after 5 seconds at 18 atmospheres (atm). There was no adverse patient effect and no reported clinically significant delay in the procedure. Prior to use, the catheter was soaked in saline. The device was prepped (air aspiration) outside the anatomy prior to use. No resistance was met when protective sheath was removed. No additional information was provided.